Event description:
It was reported that the insulin pump alarmed button error while the customer was sleeping. The customer had removed the battery but it did not help, the anomaly persisted. The customer stated that they took a shower, but the insulin pump was removed at the time. The customer's blood glucose was 210 mg/dl. The discontinuation of the device was advised. The customer had already reverted to a backup plan. The customer also mentioned that the buttons of the device were unresponsive. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had unresponsive buttons due to corroded keypad traces. No moisture damage on electronic, motor, vibrator and battery tube assembly during visual inspection. No button error alarm during testing. Insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked reservoir tube lip and stained end cap sticker.